Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing, noise, and non-sustained ventricular fibrillation was noted on the right ventricle (rv) lead. A lead revision is anticipated but not yet performed. The patient was in stable condition.